Manufacturer narrative:
The investigation determined that a negatively biased vitros tsh result was obtained on a single level of quality control fluid using tsh reagent lot 2852. Tsh reagent lot 2852 was sent to the customer due to an investigation of calibration failures with the current lot of tsh reagent. A definitive root cause for the event could not be determined, however, the tsh reagent lot 2582, or an analyzer related issue cannot be ruled out. An ocd field engineer performed service actions to multiple subsystems of the eciq system. After the service actions, the customer was able to successfully calibrate their current lot of tsh reagent, and would no longer continue to investigate tsh lot 2582. The customer is satisfied with the performance of their current lot of vitros tsh reagent.

Event description:
The customer obtained a lower than expected result on a single level of quality control using vitros immunodiagnostic products tsh reagent on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Patient samples were not affected as the event was isolated to the quality control level involved. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)